Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector experienced spontaneous disconnection during use. The following information was provided by the initial reporter: "mds - clinicians also reported 2 events with the bd maxzero extension set ref# (b)(4( separating in two different locations. 1. In the middle of one of the lumens and 2. At the tubing connection above the maxzero connection. It has occurred out of packaging and when disconnecting the extension set from the patient. The nurse stated she threw the extension set away and it is not available for investigation. No patient harm."

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector experienced spontaneous disconnection during use. The following information was provided by the initial reporter: "mds - clinicians also reported 2 events with the bd maxzero extension set ref# mz5307 separating in two different locations. 1. In the middle of one of the lumens and 2. At the tubing connection above the maxzero connection. It has occurred out of packaging and when disconnecting the extension set from the patient. The nurse stated she threw the extension set away and it is not available for investigation. No patient harm."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of separation of the set at the lumens and above the maxzero connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5307 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.